Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: four samples were received for investigation. Each sample came in a plastic bag. Visual inspection was performed with a 10x magnifier lens. The four samples have embedded black specks. The four have a 60ml marking scale. Three samples have the embedded black specs in the barrel and one in the plunger rod. Three photos were provided. They show the samples received. The lot# is unknown, limiting the possibility to perform any trending. Inspections will continue on these two molding processes, special attention to embedded foreign matter. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the potential root cause can be attributed to the syringe barrel-plunger rod molding process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter in the syringe. This occurred on 4 occasions during use. The following information was provided by the initial reporter: foreign matter in syringe.